Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment above the grip pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/26/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the returned battery cap was used for investigation. Investigation revealed a cracked battery compartment above the grip pad. (B)(4).